Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered from the cassette into the cassette door during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms during fill 1 of treatment. The patient was unable to clear the alarms and cancelled treatment. Fluid was discovered during tx complete - step 9 remove cassette when the cassette was removed. The back of the cassette was intact. The patient re-setup with supplies and during dwell 1 of treatment the cycler prompted with m31 air detected in cassette warning, m75 volume error warning and m41 patient sensors too high warning alarms and treatment was cancelled. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to disregard using the cycler due to the fluid leak and contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered from the cassette into the cassette door during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms during fill 1 of treatment. The patient was unable to clear the alarms and cancelled treatment. Fluid was discovered during tx complete - step 9 remove cassette when the cassette was removed. The back of the cassette was intact. The patient re-setup with supplies and during dwell 1 of treatment the cycler prompted with m31 air detected in cassette warning, m75 volume error warning and m41 patient sensors too high warning alarms and treatment was cancelled. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to disregard using the cycler due to the fluid leak and contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.